Event description:
It was reported that a chest x-ray revealed that the atrial lead was dislodged. No intervention was reported and the patient would be monitored. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.